Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, there was smoke on the precise xp wand when using it. The procedure was completed without delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image shows part of the packaging and the part number eic8872-01 and lot number 2075365.there was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: 1) used non-conductive media. 2) ensure that the wand tip (including return electrode) is completely surrounded by conductive media during use. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Reassessment of this event has determined that steam (also refer as smoke) is a normal condition experienced in coblation wands when the saline solution heats up. The procedure can be completed with the same device or with an alternate device with a short delay and it is not likely to cause or contribute to death or serious injury nor necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.